Event description:
It was reported that the plastic blue impactor head on the head pusher broke while impacting the head. Nothing fell into the patient and the procedure was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-8775-036-02 biolox delta head 12/14 36x0 3132879. 110010246 g7 osseoti 4 hole shell 56mm f 65538371. 30103606 g7 vit e neutral lnr 36mm f 65781421. 574201070 avenir cmpl ha std col size 7 3129223. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual examination of the provided pictures identified the impactor to be fractured at the head as reported. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.